Event description:
It was reported that prior to starting a da vinci surgical procedure, while the endowrist one vessel sealer instrument was plugged in, it was observed that it did not work. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event. Per the customer, the instrument would not turn on.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of instrument was plugged in and did not work. There was no trouble found. The instrument was not placed on an in-house da vinci system due to the condition of the grips. The knife was in the garage and the instrument had no bio-debris. Failure analysis investigation observed the following: the instrument's grip tips were broken. The grips had pieces that completely broke off from the tips and a small piece was returned with the instrument which measured approximately 0.581; however, it was still missing a plastic piece. Failure analysis concluded that the damage may be due to mishandling/misuse. In addition, the instrument's snake wrist was dislodged which can cause the instrument to be non-intuitive. Failure analysis concluded that the dislodged snake wrist may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken grip tips with missing material and dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event.